Event description:
The customer stated the hard disk drive on their acuity system failed and that they were unable to monitor pts or restore its operation. The customer called back and indicated that they had been using a clone of the disk drive and were then able to monitor pts. There were no adverse pt events reported. Note 1: the customer indicated that the pts were on the system at the time of the reported problem but did not provide any pt identifiers or related pt info.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. No investigation was conducted because the customer stated that the hard disk drive that allegedly caused the acuity system to malfunction was not supplied by welch allyn. The customer stated that normal device operation was restored after they reinstalled the hard disk drive supplied by welch allyn. The root cause of the reported device malfunction is unk because the device was not returned to welch allyn for evaluation and we could not objectively verify (through testing, etc.) That the problem was in fact caused by a hard disk drive failure. The customer's acuity system is beyond its stated end of life and can no longer be serviced or repaired by welch allyn.